Event description:
Two endeavor rx drug-eluting stents were successfully implanted at the mid lcx (MFR report# 2953200-2008-01098-01099), one endeavor rx drug-eluting stent (MFR report# 2953200-2008-01100) was successfully implanted at the proximal lad and one endeavor rx drug-eluting stent (MFR report#2953200-2008-01101) was successfully implanted at the mid lad. At 30 day, 6 month and 12 months follow-up, patient displayed stable angina. It is reported 20 months post initial stent implant that the patient suffered a non-sudden, non-cardiac death. It is reported that death was due to multi-morbidity. Patient died at home. The cause of death is not clear. No autopsy was performed. Investigation has indicated that patient death was not related to the endeavor stent.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death).